Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Pump error 63 confirmed in insulin pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had history anomaly received hardware low level failures error alarm during bolus delivery. The customer blood glucose level was 19.2 mmol/l and 19.8 mmol/l. The self test was performed on insulin pump it was also reported that customer able to clear the alarm and able to rewind the insulin pump it said change battery and after battery change got error. The customer did complete set change and got error again and fill cannula was not recorded in daily history. The insulin pump will be returned for analysis.